Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridges were filled with 150-190 units of insulin. Customer's blood glucose level was over 400 mg/dl. Reportedly, supply changes were performed to resolve the issue.